Event description:
It has been reported that due to accidentally placing the anesthesia machine (perseus) mounted on a ceiling supply unit (movita) on an obstacle (accessory of or-table); the perseus machine became disconnected and fell on the floor. While falling off, the anesthesia machine hit a person on his feet; no serious injury has been reported.

Manufacturer narrative:
The affected supply unit (dve - movita) was examined on site by drägerservice; it was confirmed that the safety function (shut-off off of the lifting arm when it hits an obstacle) was not functioning as specified. Further investigation on site revealed that the dip switches on the device's internal control board were not set for this application (dve with device mount). As a result, the safety shut-off was inactive. 3 other dve installations of the same type were checked in this clinic; the dip switches were also set incorrectly in these devices. The internal investigation at the manufacturer's plant revealed that the safety device was checked on all 4 devices during final acceptance (before delivery); documented with acceptance protocol. The subsequent conversion of these dves on site (in the clinic) to a modified device mount (for dräger perseus) by drägerservice did not require any change to the settings (dip switches); the corresponding repair/conversion instructions describe the conversion and the checklist also describes the setting and testing of the safety function. After handover (and conversion of the supply units) to the clinic, maintenance and repairs were carried out by a 3rd party service company; no further information could be obtained on this when asked. In conclusion, dräger attributes the reported event to a faulty setting of the internal control board. When and by whom this incorrect setting was made cannot be clearly traced. The dräger internal acceptance test and also the instructions after service (maintenance/repair) prescribe the checking of this safety function. One further complaint of comparable cause have become known. In addition to the technical safety device (shut-off device), the operating instructions also contain instructions to observe for obstacles when moving/lowering the supply unit.

Manufacturer narrative:
The investigation is based on the reported event and enhanced information like email correspondence and photos from the affected ceiling supply unit movita. It has been reported that due to accidentally placing the anesthesia machine (perseus) mounted on a ceiling supply unit (movita) on an obstacle (accessory of or-table); the perseus machine became disconnected and fell on the floor. While falling off, the anesthesia machine hit a person on his feet; no serious injury has been reported - no patient affected. The investigation of the event and it´s circumstances are ongoing - first preliminary comments by the manufacturer: the IFU for movita describes being aware of obstacles when moving the supply unit. For the perseus version, a switch key is provided as a safeguard so that only service personnel can perform the undocking and docking procedure. The results of investigation and the conclusion of the event will be reported in a follow-up report. On-going.

Event description:
It has been reported that due to accidentally placing the anesthesia machine (perseus) mounted on a ceiling supply unit (movita) on an obstacle (accessory of or-table); the perseus machine became disconnected and fell on the floor. While falling off, the anesthesia machine hit a person on his feet; no serious injury has been reported.